Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous failed lab test; above spec. Interrogation of the pump upon receipt indicated that the pump was used to deliver clonidine 200mcg/ml at 9.63mcg/day and dilaudid 5mg/ml at 0.2408 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via implantable drug delivery pump. It was reported that the pump and catheter were explanted on (B)(6) 2020. The device issue, if actions/interventions and troubleshooting were taken, and if external factors were involved were all unknown. The patient's status after the explant was alive - no injury. Patient symptoms were unknown. No further complications were reported. Additional information from the company representative (rep) was received which reported that the pump was explanted because the therapy wasn't working for the patient. They were not aware of any symptoms that the patient experienced and were not aware of the cause of the problem. The patient's weight was unknown. The only action taken was explanting the pump and catheter. The pump was shipped back for analysis on 2020-06-10. No further complications were reported.